Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The infusion set was not damaged and no identifiable factor was observed to be the cause of the occlusion. The customer continued to use the same pump supplies and proceeded to deliver a bolus. The occlusion alarm was cleared. The customer declined to provide further information.